Event description:
Complaint rec'd concerning a leakage incident with use of one ch2000s spinning spiros. It was reported that "...spiros attachment directly hooked to pt came disconnected from IV tubing, approx. 10ml blood loss from pt...". Pt. Reportedly experienced no adverse consequences. Additional relevant device usage; set-up information requested but not received. Device/return: one (1) used ch2000s spinning spiros was received for analysis and investigation. Although requested no mating devices were returned. MFR's investigation: post decontamination visual inspection and dimensional analysis of the returned spiros connector/componentry (luers) recorded no out of spec conditions. Functional and performance testing was conducted per the product specifications. The results recorded no attachment issues, leakages and or performance issues in the activated and un-activated conditions.

Manufacturer narrative:
Conclusion: thorough testing of the returned spiros connector recorded no leakages and or performance issues. The ch2000s connector met product specifications and performed as intended. The exact cause(s) of the reported product issue remains unknown.